Manufacturer narrative:
(B)(6). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue twist portion of a minicap extended life pd transfer set was "untwisting" and coming apart from the light blue portion. There was no damage observed on the transfer set. This was identified before use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.